Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000096441. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported that patient's system was unable to enter MRI mode. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the system was explanted to address the issue. It is unknown which lead is impacted.